Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirted out from infusion set when priming and also the escape key doesn't work had to press more than once. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had rejected new batteries and patient had to rewind more than once. The customer also got unexplainable no delivery alarms and motor errors with diminished battery life. Insulin pump will not be returned for analysis.